Manufacturer narrative:
Constant failed battery test and no back lighting after battery installation due to moisture damage the pcb1 board and pcb2 board. Was unable to perform displacement test, self-test, active current measurement or sleep current measurement due to failed battery test. Pump successfully downloaded to thump. No replace battery now alarm noted during test or listed in the pump history download. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). Pump trace download analysis confirmed the pump alarmed 14 failed battery test on 02/10/2024 between 13:47:53.000 and 14:41:17.000. Pump trace download analysis confirmed the pump alarmed low battery alert on 02/10/2024 13:26:00.000 due to moisture damage the pcb1 board and pcb2 board. No moisture damage noted to the motor assembly per visual inspection. The following were noted during visual inspection: corroded electronic assemblies, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, cracked keypad overlay, and faded serial number label. The p-cap/reservoir does lock properly. No replace battery now alarm noted during test or listed in the pump history download. Confirmed constant failed battery test after battery installation due to moisture damage the pcb1 board and pcb2 board. Pump trace download analysis confirmed the pump alarmed low battery alert due to moisture damage the pcb1 board and pcb2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer had a crack and also received a low battery alert prior to replace battery alert. Troubleshooting was performed and also found damage on the battery compartment down the back of the pump. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump and the insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.